Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated the device exposed to moisture from a hot tub and there is a small amount of condensation behind the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 316 mg/dl at time of reporting. Nothing further reported.